Manufacturer narrative:
A button error alarm occurred due to moisture damage on keypad traces. No blank display was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 7.4 mmol/l. No significant events leading up to the alarm were recalled. The customer was advised to revert to a back-up plan. Nothing further was reported.